Event description:
A patient reported blood glucose results of 441 mg/dl with a lifescan meter and 299 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy meter and test strips were replaced.